Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿under delivery.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record by (B)(6) on 11/29/2017 shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump under delivered.